Manufacturer narrative:
Section b1: report type corrected. Manufacturer¿s investigation conclusion: additional information provided could not confirm the cause of the driveline disconnect alarms. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect alarm was unable to be confirmed during this investigation. The submitted system controller event log file contained data spanning approximately 8 hours (04:02:03 to 11:52:47 on 04mar2025 per timestamp). The submitted system controller periodic log file was reviewed contained data spanning approximately 2 days (17:20:34 on 02mar2025 to 11:50:26 on 04mar2025). The driveline remained connected throughout the log files. The pump maintained a speed within the expected range throughout the log files. Multiple good faith effort (gfe) attempts were made to acquire more information such as the confirmation for the cause of the driveline disconnect alarms; however, no response was received. The root cause was unable to be conclusively determined. The relevant sections of the device history records were for the heartmate 3 system controller (serial number: (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 lvas instructions for use (rev. C) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ states that there should always be at least one power sources connected at all times, even during an exchange. Heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. The heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline disconnect which was not seen on event log or system controller. The cause was not confirmed however it was likely the patient may have accidentally caused the disconnect. Log files were submitted for review and there did not appear to be any type of equipment issues causing these events. The log files did not capture any driveline disconnects, however, a few power cable disconnects were captured.